Event description:
Revision surgery was performed on (B)(6) 2026 due to cuff failure. Previous surgery is unknown, as well as complete product information of original implant. The patient had a pre-existing reverse configuration of smr shoulder prosthesis consisting of a tt metal back baseplate 360 + 4mm (pn 1375.15.524) with an 40mm glenosphere (pn 1374.09.121). After suffering from acromion to acromion fracture, due to over lateralization according to the surgeon who revised the implant, the patient became lax. During the revision procedure, the surgeon chose to increase the poly liner thickness from a standard size to a +6mm: smr reverse liner standard 40mm (pn 1365.50.810) was removed and replaced with thicker one. This change guaranteed the appropriate tensioning to the rotator cuff. The surgeon decided to not replace other components such as the humeral reverse body because of the risk of a tuberosity fracture. Surgery was completed as intended. The patient is male, date of birth (B)(6) 1959. The event occurred in the united states.

Manufacturer narrative:
Explanted component was discarded therefore not available for identification and analysis. Review of manufacturing records cannot be performed since lot number is unknown. The manufacturer will submit a final report as soon as the investigation is completed.